Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported difficult clip delivery system (cds) removal from the steerable guide catheter(sgc) appears to be related to procedural conditions of the irregular positioning of the sgc. As the sgc was in an irregular position, the cds was likely not co-axial with the sgc, which resulted in the clip becoming caught on the guide. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch filed, additional information received: the transseptal puncture was guided through transesophageal echocardiography. It is the physician's opinion that the pericardial effusion probably resulted from a bad transseptal puncture, due to imaging challenges. There was no steering issue due to the clip delivery system. The cds m-knob was used to correct for the steerable guide catheter irregular position.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no clinically significant delay during the procedure. No additional treatment has been planned. No additional information was provided. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed because the clip delivery system was difficult to remove from the steerable guide catheter. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The transseptal puncture was guided through echocardiogram and a good position of the transseptal needle was observed. During insertion of the steerable guide catheter (sgc) in the left atrium it was observed that the sgc tip was in an irregular position; it went from the posterior to anterior direction. Echographic visualization was difficult due to the abnormal position. The clip delivery system (cds) was inserted. In attempts to advance the cds to the mitral valve and compensate for the irregular position of the sgc, the m knob was turned. After multiple unsuccessful positioning attempts, the decision was made to make another transseptal puncture to aide in the deflection of the cds to the mitral valve. While retracting the clip into the tip of the sgc, difficulty was noted. Several attempts were made and the clip was retracted into the sgc and both devices were removed. After removal of the sgc, a tear was noted on the sgc tip. During insertion of the guide wire for the second transseptal puncture, a small pericardial effusion was confirmed through echocardiogram. Heparin was reversed and the procedure was aborted. Minutes after, it was confirmed the pericardial effusion had stopped. It is the physician's opinion that the effusion was not related to the sgc or cds. The patient was stable post procedure. No clips were implanted. The mr remained a grade of 4.